Manufacturer narrative:
The sample was clear with good sample volume. Controls were acceptable pre and post the event. A bci representative asked customer to check and replace the cuvette, which housed the original sample, if necessary. Bci continues to monitor the issue. A clear root cause for this event cannot be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to falsely low cholesterol (chol) result generated by unicel dxc 800 pro clinical system. The sample was rerun on the same unit and higher result was obtained. Amended report was issued. The false result was reported out of the laboratory.